Event description:
"Unable to deploy the stent graft: after the stent-graft was fully deployed by turning the controller to the "2" position, the physician attempted to pull the black apex holder knob in the "3" position to remove the proximal capture, but it was too stiff to pull the black apex holder knob. Multiple attempts were made by changing tension of the wire and device. The capture was finally removed in the fifth or sixth attempt. The final angiography confirmed that the stent-graft was implanted without problems, and there was not health damage to the patient. Physician's comments: as the sales representative informed the physician of the concerns before the procedure, when this defect occurred, the physician handled the situation calmly. After discussion with the physician after the procedure, the physician understood this issue. The physician would like the system to be improved so that the physician can pull the black apex holder knob more safely. Operation type: zone 2, tevar. Blood loss: unknown. No image available. No pre-case plan available. No additional information available. (Tc#(B)(4))". Patient outcome - "no health damage to the patient."